Event description:
A boston scientific zero tip nitinol stone retrieval basket was opened and passed to the back table during an urology surgical procedure. The retrieval basket was inserted and deployed for the retrieval for the kidney stone, but the device did not work properly due to a broken tine. The defective device was removed and replaced for a functional retrieval basket to continue the original intended procedure.